Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a high blood glucose of 412 mg/dl. She treated with an insulin pen. There were no leaks found in the reservoir, insertion site, or infusion set tubing. The customer received a no delivery alarm during the displacement test, and after disconnecting and reconnecting the reservoir and infusion set, she did not receive another no delivery alarm. Customer wa assisted with changing the reservoir. Nothing further reported.